Event description:
It was reported the camera head was simply not working. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to bad cable that needed to be replace. Additionally, worn out unit bad charged coupled device. A DHR review was completed, and no issues were identified. Based on the results of the investigation, it is likely that the following led to the malfunction: no image was due to a bad cable. The most probable cause of the complaint was traced to the component, which was expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.